Event description:
It was reported that the seat frame of a shower chair broke causing the user to fall in the shower. The user had pain in her back, hips, and knees. Should additional relevant information become available, a supplemental report will be submitted.